Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) did not convert the patient's ventricular fibrillation and external cardioversion was required. An interrogation of the ICD afterward noted a charge-time out fault.